Manufacturer narrative:
Final analysis could not confirm the reported complaint of unable to insert the lead into the device. The dimensional analysis of the connector portion was measured within product specifications. The lead passed insertion testing in a test device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the right ventricular lead into the pulse generator header. The lead was not used and a new lead was implanted without difficulty. There were no adverse consequences as a result of this event. The patient's condition was stable post procedure.